Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture at every voltage and increased pacing impedance measurements from 1000 ohms to 1800 ohms. Fluoroscopy showed the lead appeared to be in the position as implant. A revision procedure was performed and the lead was repositioned without further incident. No additional adverse patient effects were reported.